Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation and proximal insulation were abraded and at 20 cm from the connector pin which resulted in a noise anomaly. The damage is consistent with mechanical stress (i.e.: suture sleeve tie down).

Event description:
It was reported that the atrial lead exhibited impedance less than 100 ohms, a sensing anomaly and noise. The lead was explanted and replaced.